Manufacturer narrative:
Getinge field service engineer (fse) found that the door lock handle at the bottom of the equipment fell off. It was found to be caused by the falling screws and repaired on site. The equipment was fully functionally checked according to the factory requirements. All functional performance parameters were within the qualified range and could be delivered to customers for use.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) metal parts at the bottom of the frame fell off. There was no impact to the patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a